Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the web was delivered through a microcatheter. The web was deployed, but it could not be detached no matter how many times, so the web was retrieved, and a new web device was used to complete the procedure. The first web was not detached even outside the patient's body. The patient was reported to be stable.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the proximal connector kinked, and the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged connector and heater coil windings. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the proximal connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled / retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector damage, but the damage is consistent with the device experiencing forces exceeding the proximal connector's yield strength.

Event description:
Please see section h11 for device investigation results.